Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was balled up in the cartridge. The lens was already in the plunger and would not deploy. There was no patient contact. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 28, 2025 section h3: evaluated by manufacturer: yes device evaluation: the complaint device was inspected under magnification. The complaint device was received with the plunger rod advanced to a lens that was stuck in the tube of the cartridge. Viscoelastic residue was not distributed through the entire length of the cartridge which could have contributed to the complaint event. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected, and no issues were identified. The plunger rod advancement was inspected and presented with no issues. The lens was removed from the cartridge and presented with damage to the optic body, a tear, and a torn haptic. The complaint issues "stuck in cartridge" and "lens damaged" were identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue "lens damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.